Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was discarded. These cannulae are used to divert large volumes of blood between the patient circulation and the cardiopulmonary bypass machine during cardiac surgery and, on occasion, ECMO (off-label use). A definitive root cause cannot be determined at this time. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a qd25 cannula began to leak shortly after it was inserted for vv-a ECMO. The patient was initially cannulated in the right femoral vein for cardiopulmonary bypass during a surgical procedure. After the surgical procedure was completed, a left femoral venous cannula was added to facilitate the conversion to vv-a ECMO. Shortly after insertion at the end of the case, this cannula was noted to be leaking at the union point of the cannula and its bonded connector. This connection was secured with nylon straps, which stopped the leak. The incident occurred in the operating room, while on the operating room table. Prior to draping the patient, the femoral insertion site was prepped with chloraprep and povidone-iodine solution as per policy. At the time of reporting, the cannula was still in the patient and connected to an ECMO circuit. It was later reported that the cannula had been removed and discarded.

Event description:
After the surgical procedure was completed, a qd25 cannula was inserted in the left femoral vein to facilitate conversion to vv-a ECMO. Shortly after insertion at the end of the case, this cannula was noted to be leaking at the union point of the cannula and its bonded connector. This connection was secured with nylon straps, which stopped the leak. These incidents occurred in the or, while on the operating room table. The reporter was not aware of any significant blood loss. Prior to draping the patient, the femoral insertion site was prepped with chloraprep and povidone-iodine solution as per policy. The malfunction occurred during the normal use of the cannulas. Nothing abnormal was noted about the cannula prior to use. The reporter was not aware of any anatomical issues which would have been contributing factors. At the time of reporting, the cannula was still in the patient and connected to an ECMO circuit. It was later reported that the cannula had been removed and discarded.

Manufacturer narrative:
Updated sections b5, d4-expiration date, h4, and h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.